Event description:
Initial information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in (B)(6)of peritonitis in a male patient (born in 1940) coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported: on an unknown date, the patient was diagnosed with peritonitis. Follow up information was received on (B)(4) 2012 from a facility nurse: on an unknown date, the patient began pd therapy with ip dianeal pd4 ultra bag 2.5% and 4.25% solution and ip dianeal pd4 ambuflex bag 2.5% and 4.25% solution. Therapy was ongoing. The nurse confirmed the patient was diagnosed with and hospitalized for peritonitis on (B)(6) 2012. The patient had been living in a nursing home for several weeks for an unknown reason prior to hospitalization. On (B)(6) 2012, the patient chose to stop dialysis, and was discharged to hospice care. At the time of this report, the patient was recovering from the peritonitis. The cause of the peritonitis was a break in aseptic technique. The nurse stated the nursing home staff reported that the patient's wife was re-using the mini cap during exchanges. The nurse indicated the peritonitis was unrelated to dianeal solution or to baxter devices or disposable products. No further information is available.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The problem was confirmed related to use error - breach in aseptic technique, however, the assignable cause could not be determined. The labeling was determined to be adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.